Manufacturer narrative:
Additional information was received that the patient had an external infection. The symptoms were inflammation and suppuration. The patient was administered levofloxacin and rifampicin. The event has resolved.

Manufacturer narrative:
Additional information was received that prior to the explant procedure, the patient was assessed by an infectious specialist several times to check the evolution of the infection. The infection appeared controlled, however, it was not resolved, therefore, it was decided to explant the devices.

Event description:
A report was received that the patient developed an infection in the implant area. The patient was treated with medication and the ipg and lead were explanted. This event was noted as not related to the procedure or to the device.

Event description:
A report was received that the patient developed an infection in the implant area. The patient was treated with medication and the ipg and lead were explanted. This event was noted as not related to the procedure or to the device.

Manufacturer narrative:
Additional information was received that the infection was in the lead implant area and was assessed to be device related. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. Model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection in the implant area. The patient was treated with medication and the ipg and lead were explanted. This event was noted as not related to the procedure or to the device.

Manufacturer narrative:
.

Event description:
A report was received that the patient developed an infection in the implant area. The patient was treated with medication and the ipg and lead were explanted. This event was noted as not related to the procedure or to the device.